Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call insulin pump was beeping and was vibrating. The customer also reported that they could not turn them off. The customer reported that the insulin leaked into the reservoir compartment. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no beep and vibrator anomaly noted. The insulin pump was received with cracked reservoir tube lip noted. The reservoir tube lip o-ring was inspected and no anomaly was noted. No moisture damage noted on electronics assembly.